Manufacturer narrative:
The device has not been returned; therefore, solventum is unable to verify the leak, identify exact location and root cause at this time. Based on the problem description, a likely cause is a leur connection leak. The manufacturing site tightens luer connections to optimal torque to minimize luers from becoming loose and to avoid overtightening of luers. Luers are known to occasionally loosen during the shipping and transportation process; therefore, warnings are provided that connections must be tightened prior to and during use. The instructions for use (IFU) states the following: warning: to reduce the risks of biohazard exposure, cross-contamination or infection: ¿ ensure that all luer connections are securely tightened prior to priming set. Solventum will continue to monitor.

Event description:
A user facility reported the tubing of 3m¿ ranger¿ blood/fluid warming high flow set disconnects easily when starting a infusion. The leur connections are easily disconnected and a nurse was saturated earlier in the month when infusing blood. Upon opening the packaging, the connections are very loose. No injuries or medical interventions were required due to the alleged malfunction.